Event description:
User facility requested repair of a medfusion syringe pump due to "motor not running". No patient involvement was reported.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to with top case cracked by front corners and bottom case cracked by l-bracket screws. Plunger head was also cracked by all screws. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing performed. The customer stated problem was verified during occlusion tests. According to iinvestigator the pump motor assembly seem worn from normal wear, parts were over 12 years old. Service replaced worn motor assembly to correct the reported problem. Service also replaced the pump cracked left and right plunger case, added o-ring, worn plunger cable, cracked top case and bottom case, battery, upgrade power receptacle, motor and motor bracket, added delrin washer and cable guard, worn leadscrew, right and left clutch and clutch spring, worn square shaft. Cleaned, greased and recalibrated the pump. The root cause of the issue is unknown.